Manufacturer narrative:
Device was received with a scratched case, a cracked keypad overlay and a pillowing keypad overlay. The test reservoir does lock properly inside the reservoir tube. Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08695 inches. No unexpected occlusions or insulin flow blocked alarm during testing noted. All currents within specification range. Device was monitored and no unexpected failed battery test or battery failed alert noted during testing. All buttons functioning properly. No button error alarm noted. No damage in the keypad assembly and the keypad connector on electrical board 1 was locked properly during visual inspection. The device passed the keypad voltage test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a button error alarm. Customer also reported that the insulin pump had rejected new batteries and random no delivery alarms. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.